Event description:
While attempting to remove an intra-medullary rod from the pt's right tibia, a piece of the extraction adapter broke off into the rod; unable to extract the rod. Rod left in the pt with adapter piece.